Event description:
Discordant low results were obtained for troponin I (tni) and b-type natriuretic peptide (bnp) on an advia centaur cp instrument. The tni result was reported out and questioned by the physician. The samples were rerun on another instrument in the laboratory and corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant low tni and bnp results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant tni and bnp results to be misplacement of the acid and base bottles in the instrument by the operator. The fse decontaminated the system. The instrument is performing within specifications. Further evaluation of the device is not required.